Event description:
It was reported experiencing issues with the power button on her device, which required multiple presses to operate as intended. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.